Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 10/1/2014 and evaluated by life scan product analysis on 10/7/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u6. In addition, a secondary issue was noted when the meter was found to have a defective cpu u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged their ot ultramini gave an error 1 message. The complaint was classified based on the customer care representative (ccr) documentation, after a follow-up call was unsuccessful. The patient report last friday afternoon at approximately 1pm she received an error 1 message and was unable to test. The patient manages her diabetes with insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿frequent urination, thirstiness, cracks in the private area and dryness¿ immediately after the product issue. The patient reported treating herself with water and cream for her private area. The patient informed the ccr that she was advised by hcp to go and see them and also get canesten cream for soars. It is unknown if the patient received any medical treatment for the symptoms after visiting the hcp. At the time of trouble shooting, the ccr confirmed this was not the first time the meter was in use and also confirmed that the issue began after the batteries were last changes. The patient had also been using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated with drink for a serious injury after the alleged meter issue began.